Event description:
It was reported that the patient experienced symptoms of arm tingling, tightness and pain. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available.